Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted webbing damage in the trilumen insulation and a distal high voltage cable fracture approximately 37.5-38 centimeters from the terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing and shock impedance measurement of 2000 and 200 ohms respectively. Oversensing of noise was also observed on the rv channel. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.